Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the product misfired. No additional operation is required to correct the case. The return status is unable to be returned. No further details were provided.